Manufacturer narrative:
Additional information: device evaluation: the device was returned in injector box. Visual inspection found lens stuck in cartridge and plunger overridden. Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon used a ks-3ai 27.5 diopter preloaded injector. The reporter indicated that the lens got stuck in the injector. The lens was not implanted. There was no report of any apparent injury.